Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was initially implanted concomitantly with a transvenous pacemaker in (B)(6) 2020. The patient underwent an atrioventricular node ablation and subsequently required bi-ventricular therapy. The transvenous pacemaker was upgraded to a cardiac resynchronization therapy pacemaker (crt-p). Defibrillation threshold (dft) testing was not performed because the patient has new atrial fibrillation (af) and was not anticoagulated. The s-ICD was programmed to the secondary sensing vector or a 2x gain and a reference electrocardiogram was stored during bi-ventricular pacing. Overnight the s-ICD delivered three inappropriate shocks due to triple counting of the bi-ventricular pacing. The lv offset of the crt-p was reprogrammed from -20 to 0 ms in order to obtain a shorter qrs duration. Boston scientific technical services (ts) requested data of the crt-p device in order to provide programming recommendations of the s-ICD. Ts confirmed that there was no abnormal device operation of the crt-p.